Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was unable to be obtained yet.

Event description:
It has been reported that a versacross access solution kit was selected for use. During the procedure, the user mentioned that air was entering the sheath after introduction of the dilator. A valve problem was also reported. The device was then replaced, and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis.